Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator had a faulty front light panel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the failure of the front panel was due to faulty led unit. However, the specific cause of the faulty led unit was not established at this time. Olympus will continue to monitor field performance for this device.